Manufacturer narrative:
The device history record of reported lot 4440922 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode "a0095 - causes pump to alarm¿ could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the patient was already connected to the pump for at least 30 minutes when the pump started to alarm and there were no visible kinks in the line. Event occurred while in use with the patient at a hospital. There was patient involvement and no patient harm/adverse event reported.